Event description:
The lab reported the infant to have an elevated serum bilirubin level with an elevated direct fraction. Infant was then admitted to hospital for work up of cholestasis which included additional blood draws and an ultrasound of the abdomen. Repeat lab draw to check bilirubin levels after more than 24 hours in hospital revealed the elevated bilirubin level was actually the indirect level. Upon checking with the lab it was found the original report was incorrect and the initial bilirubin was predominately indirect. This false positive resulted in unnecessary testing and investigation.